Event description:
It was reported that the patient received inappropriate therapy due to noise and far p-wave oversensing. The x-ray of the lead was performed and externalized conductors were suspected. All electrical parameters were normal. The noise was reproducible with isometrics and pocket manipulations. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.